Event description:
It was reported that the patient presented in clinic for pacemaker replacement, with no allegation of premature battery depletion. During procedure, it was noted that the pacemaker failed to be disconnected from the lead and the set screw failed to be loosened. Subsequent attempts to turn the set screw caused the screw to become stripped. The pacemaker remained implanted. The patient had no adverse consequences due to the event.